Event description:
Patient having surgery on right leg. Table tilted to left to allow exposure for the surgeon. During the surgery, the team heard velcro on the strap give and patient slid to the floor. When the table was examined after the event, the bolt that supports the tilt mechanism was found to be sheared off.